Manufacturer narrative:
(B)(4).

Event description:
The pt experienced good results with their neurostimulator system for the first 4 months after implantation. The device then stopped working and the pt had a return of symptoms. The device was then replaced. Additional info was requested.